Event description:
Customer reported receiving inaccurate erratic readings on their freestyle mini blood glucose monitor. In blood glucose tests, customer received readings of 1.1. Mmol/l and 7.6 mmol/l within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.